Event description:
The patient reported that up until 2 weeks ago, her device had been working 100%. Last week and this week, there had been episodes of diarrhea with no forewarning. No falls or traumas were noted. Patient services had the patient connect with patient programmer to verify stim was on. Stim was on at 1.5v. It was noted that the patient had knee x-rays and she had a uti (urinary tract infection) and was on antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fgpz, implanted: (B)(6) 2014, product type lead. (B)(4).